Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous free thyroxine (ft4) with two samples from the same patient tested on an e601 analyzer. The ft4 results did not fit the clinical picture of the patient. One of the two samples was re-tested using an ria method at another laboratory and the result from this method did fit the clinical picture of the patient. The patient does not suffer from any known thyroid pathology. The first sample resulted as 27.38 pmol/l for ft4 (reference range: 12.00 to 22.00 pmol/l) and this value was reported outside of the laboratory. When this sample was tested in another laboratory using an ria method, it resulted as 12.2 (reference range: 4.8 to 12.7) for free thyroxine index. No units of measure were provided for the free thyroxine index value of 12.2. The second sample resulted as 24.05 pmol/l for ft4 on (B)(6) 2015 and this value was reported outside of the laboratory. The patient was not adversely affected. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
Two samples tubes from the patient were provided for investigation. Investigations performed with one of the tubes determined that the sample does not contain an interfering factor to streptavidin and the ruthenium label used in the reagent.

Manufacturer narrative:
Investigations of the sample were able to confirm the results obtained by the customer. A further clarification of the observed discrepancy is not possible with available methods and the current state of the art. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.